Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg); bg value and cause unknown. The customer would consume fruit snacks to address bg resulting in bg levels increasing. At the time of bg increase, control iq software delivered a correction bolus resulting in bg level decreasing. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.